Manufacturer narrative:
It was reported by the customer's spouse that the customer was leaning forward in his wheelchair when his brakes disengaged and he fell forward to the ground hitting his head. With the assistance of his spouse and neighbor they were able to get the customer back in the chair. The customer was taken to the local emergency department where he received seven stitches to his forehead. The customer was treated and released the same day. No additional injuries or medical intervention was required. The device is available and has been requested to be returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the customer's spouse that the customer was leaning forward in his wheelchair when his brakes disengaged and he fell forward to the ground hitting his head.